Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 3014334038-2024-00024 3014334038-2024-00025 3014334038-2024-00026 a facility reported a hair was found in a surgical patty (ID (B)(6)) before a procedure, after the set-up process was complete and contaminated the entire set-up. There was a delay of approximately 60 minutes. The entire set up was discarded, the area was cleaned, and a new pack was opened.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The surgical patty (ID (B)(6)) was not returned for evaluation, but a photo was provided showing the hair present on the patties. The complaint could be verified through failure analysis. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Root cause analysis - the complaint was confirmed in the complaint investigation. The potential root causes include operator failed to inspect the cottonoid before needling.

Event description:
Na.